Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that no increase of auditory threshold was noted. At maximal amplification, the pt is not able to hear with the device. If pressure is applied to the implant site, the pt experiences a swooshing noise.